Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 5 experienced a drawer failure and could not be recovered. The system displayed a message indicating to close the drawer even though it was already closed. Attempts to recover the drawer were unsuccessful, and a system restart did not resolve the issue. The recover storage space screen indicated the failure was due to the drawer not staying closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 was failing and displayed a "close drawer" message despite already being closed. Attempts to recover the drawer were unsuccessful, and the issue persisted. The field service engineer (fse) identified that the open and close sensor for the full height cubie drawer on main drawer 5 was loose and not properly secured. The sensor was reseated, after which the drawer functioned as expected. The system functioned as intended after field service engineer repaired the device.